Event description:
The v-care broke while still in the patient's vagina. The cup on the tip of the device is supposed to stay immobile while in use. It broke during the procedure and started spinning.